Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy test twice at 21. 2 ml during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed flow accuracy volumetric 2xs 21.2ml" was not reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 30 mins at 20 volume to be infused with the results of 20.954 and passing error percentage of 4.77%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6: type of investigation , h11. H11: an event occurrence date was not provided, however a review of the last days of customer use revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log.